Event description:
(B)(4). Terrible menses pain alone with massive bleeding and prolonged periods. Severe back pain and headaches. Extreme emotional swings. Bloating constantly that does not subside.

Event description:
(B)(4). I would like to add I now suffer from a constant headache and migraine headaches at least twice a week. I was hospitalized for a severe aura migraine that resulted in speech problems. I also had swallowing issues now and am in constant pain in the base of my skull. I have severe back pain very often. Sex is painful and bleeding afterwards always occurs. I also struggle to focus. My teeth are falling apart now as well.